Manufacturer narrative:
Concomitant medical devices: 4558m53 lead, implanted: (B)(6) 1995.

Event description:
It was reported that a lead warning triggered due to low impedance on the right ventricular (rv) lead. The lead was capped and replaced. During the lead revision, the replacement lead was attempted, not implanted as it kinked due to stenosis in the superior vena cava (svc) and they were unable to extend the screw. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.